Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the philips repair bench, the philips repair technician observed the device's defibrillator capacitor output was below specifications. There was no patient involvement.